Event description:
It was reported the during software upload, the device went into backup vvi mode. The software was successfully uploaded and the reset was resolved. Patient condition is well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.